Event description:
A dentist was performing a routine procedure on a patient using a dental electric handpiece when the patient lower right and left lip was burned.

Manufacturer narrative:
During removing of all 4 wisdom teeth, the patient was burned on the lower right and left lip. The patient was given ointment and antibiotic. During product evaluation, medium debris levels were found in the handpiece. The bearings falling apart and the chuck wobbles. The cause for overheating where the worn bearings, which lead to heat up the handpiece.